Event description:
It was reported that an ilet user experienced loss of dexcom g7 glucose readings on the ilet while readings remained available in the dexcom app, and the ilet was inadvertently reset during troubleshooting, requiring re-entry into setup and cgm pairing with a provided pairing code; the user later replaced the sensor and subsequently reported restored function, with a later call requiring re-pairing. Symptoms included no hypoglycemia or hyperglycemia and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting, device menu navigation to switch cgm type, power cycling, cgm re-pairing with code entry, and sensor replacement. Investigation of this case revealed a cgm-to-ilet communication and pairing issue limited to the ilet interface, with the dexcom g7 system functioning through its app and resolution achieved through re-pairing and sensor replacement; the ilet hardware and insulin delivery were not affected. It was concluded, based on previously established findings for similar reports, that the cause was cgm pairing/communication disruption between the dexcom g7 and the ilet that resolved with re-pairing and sensor replacement.